Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed, and no problems were found. Functional test could not be performed due to the nature of the problem, as the pump goes into alarm immediately after powering on, alarming error code 45639, which points to a faulty printed wiring assembly (pwa). The pwa was replaced to address the primary problem.

Event description:
It was reported that the device exhibited a reddish/pink display and error code 45639. The observed pump faults have disabled function to all the keyboard buttons. The infusion ran for 12 minutes and then an error with the pump occurred. There was no patient involvement, and no patient harm/ adverse event reported.